Event description:
A peritoneal dialysis (pd) nurse reported a pt had been hospitalized for peritonitis on (B)(6) 2014 and was discharged from the hospital on (B)(6) 2014. The nurse reported the pt tested positive for staphyloccocus epidermis due to touch contamination. The pd nurse stated pt began antibiotics but experienced a great deal of pain so requested to be hospitalized. The pt has been discharged without further complications. Medial records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.